Event description:
It was reported that 2 bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced hub separation from the device. The following information was provided by the initial reporter: family member of consumer reported when removing the needle shields the whole needle component came off and got stuck in the cap. Stated this happened with 2 syringes. Lot # 0167648, cat # 324911, and date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-11. H6: investigation summary: customer returned (2) loose 1/2cc, 6mm syringes. Customer states that the whole needle component came off and got stuck in the cap. Both returned syringes were tested and no hub assembly separated when the shield was removed. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure that the whole needle component came off and got stuck in the cap. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced hub separation from the device. The following information was provided by the initial reporter: family member of consumer reported when removing the needle shields the whole needle component came off and got stuck in the cap. Stated this happened with 2 syringes. Lot # 0167648, cat # 324911, date of event: (B)(6) 2020.